Manufacturer narrative:
(B)(4). The device was received and evaluation is complete. The sponge was found completely separated from each cap during the visual inspection. The reported issue was verified, but the cause was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was found completely separated from the cap. No patient injury or medical intervention was reported along with this complaint. No additional information is available.